Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number. Manufacturing date of device is unknown.

Event description:
It was reported that the abutment screw fractured at the site resulting in implant removal.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: health effect clinical code was added: 4582. H6: investigation type codes were added: 4110, and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. One (1) osseotiteâ® tapered certainâ® implant 4 x 11.5mm (xifnt411) and one (1) unknown biomet screw were returned for investigation. Visual evaluation of the as returned product identified a screw fragment was identified in the implant's drive feature. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR, sterilization, and complaint history review could not be performed for the unknown biomet screw, as the subject item/lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The reported event could not be recreated due to the nature of the dental device and event (fracture). A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient over the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.